Event description:
It was reported that the needle deployed late. It did not deploy when the pod was activated, but when patient discarded the pod, the cannula was visible; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, customer discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.